Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00983.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a lantern delivery microcatheter (lantern) and pod coils. During the procedure, the physician encountered difficulty delivering a pod coil through the lantern and subsequently realized that the lantern was kinked. The pod coil became stuck inside the lantern; therefore, the pod coil and lantern were removed together. The procedure was completed using a new lantern and pod coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was loaded backwards onto the pod4. Conclusions: evaluation of the returned lantern revealed a kink on the mid-shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink may occur. This kink likely contributed to the reported difficulty advancement of the pod4 through the lantern. Evaluation of the returned pod4 revealed a functional device. During functional testing, the pod4 was re-sheathed properly. The pod4 was then advanced through its introducer sheath and the returned lantern without an issue. Further evaluation of the device revealed that the introducer sheath was loaded backwards on the device. This damage was likely incidental to the complaint and could have occurred after the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00983.